Event description:
Additional information was received from the healthcare provider and the company representative who reported that the patient reported increased spasticity. A dye study was performed and a fibrin sheath was detected at the distal end of the catheter within the intrathecal space. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The catheter was removed and replaced with a new catheter. The issue was resolved at the time of the report. The patient¿s medical history included ms (multiple sclerosis). The pump was delivering compounded baclofen 4,000 mcg/ml at 857mcg/day.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient with an implantable infusion pump receiving baclofen with unknown concentration and dose for intractable spasticity. It was reported that the reason for call was patient stated she was going to be having surgery on (B)(6) 2021. Patient stated the pump was working fine, I think, but the catheter had a protein buildup at the end of the catheter so they will be doing a revision or replacement of the catheter. Patient stated they are decreasing the amount of baclofen. Patient stated she currently is not having withdrawals from the medication which leads her to believe that she has not been getting medication for a long time. Patient stated when she had the trial the "50" bolus to the spinal column worked great for about 2 hours. Patient stated once the pump was implanted they were increasing the dosing to the correct amount and the adjustments were doing well then about the "end of 2019 beginning of 2020"she was no longer getting therapeutic results. Patient stated the hcp gave her oral baclofen 10mg 3x a day as needed for withdrawals, which she had not taken any as it makes her very sleepy and her brain foggy and stated again she had not been having any withdrawals. Patient stated the rfc was she was wondering if 1mg = 1000 mcg. Patient services reviewed, patient services is not medically trained and not trained in medication and redirected to hcp. When asked dose and concentration patient stated "I was at 1200 mcg and they have been decreasing the medication and it is around 895 or something like that" troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.